Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed dried blood or body fluid and tissue when helix was extended resulting to unsuccessful helix mechanism test. Also, there were cuts observed in the insulation which is likely related to explant damage. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.